Event description:
It was reported that during a kidney stenting treatment procedure, the distal tip of the amplatz super stiff 035/145/3mm j-tip guidewire became extremely floppy. The physician was attempting to gain access to the kidney in order to place a 7f biliary stent. During the attempt, while the product was inside the patient, the distal tip suddenly lost all tension and became extremely floppy. On removal of the wire, it was noted that the outer covering on the wire had begun to unravel, "and it seemed as though the inner mandrel of the wire had snapped." The wire was withdrawn, and the procedure continued with another of the same type of guidewire. No harm came to the patient. No patient injuries or complications were reported. Patient status is reported as "good."